Event description:
The customer reported via phone call that his blood glucose level was 345 mg/dl last night. He bolused and 45 minutes later his blood glucose was 405 mg/dl. His blood glucose was coming down but it dropped to 40 mg/dl. She then ate candy. About a dozen tiny air bubbles were found in the reservoir. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.